Manufacturer narrative:
(B)(4). Concomitant medical products: stents: 2.5 x 33 mm xience alpine, 4.0 x 8 mm xience alpine, 2.5 x 15 mm xience alpine. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dyspnea is listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other xience alpines (2.50 x 33, 4.0 x 8, 2.5 x 15) are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2017, a 3.0 x 15 mm, a 2.5 x 33 mm, a 2.5 x 15 mm and a 4.0 x 08 mm xience alpines stents were implanted. On (B)(6) 2017, the patient was re-admitted with increased difficulty breathing. Unknown medical treatment was performed. The patient was discharged home. No additional information was provided.